Event description:
Tampon broke off inside me-vagina [foreign body in reproductive tract]. Tampon broke off inside me [device breakage]. Tampon broke off inside of me when I pulled the string [complication of device removal]. Case description: consumer reported via social media that the tampon broke off inside of her when she pulled out the string. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.